Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a maximum blood glucose of 247 mg/dl for a few hours after meals while newly using the ilet and submitting multiple meal announcements; education was provided that the system is conservative during initial learning and that only one meal announcement should be entered per meal and not used to correct highs. Symptoms included elevated blood glucose without associated clinical effects such as loss of consciousness or diabetic ketoacidosis. Outcomes included no medical intervention, no backup therapy, no ketone testing, and no assistance required. Investigation included user interview, review of reported event details, and provision of troubleshooting and education. Investigation of this case revealed user technique contributing to perceived under-delivery during the learning period and that no device alerts or alarms beyond high glucose notifications were implicated. It was concluded that the event was consistent with hyperglycemia of unclear cause with user education provided and no device malfunction identified.